Manufacturer narrative:
Insulin pump received with a missing retainer ring. Unable to perform displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Broken reservoir tube lip, cracked reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked keypad overlay, scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was loose and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.